Manufacturer narrative:
(B)(4). Only event day and year known: day: 1 / year: 2021. Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, u95t47 and no non-conformances were identified. Manufacturing date: 11/24/2020, expiration date 2025-10-31.

Event description:
It was reported while firing the manual ecs29a the device did not fully create a complete anastomosis, when speaking with the resident who fired the device it was unclear if safety was put back on after firing the device. The staples formed on half of the anastomosis leaving the other half with no staples formed. There were no patient consequences reported.